Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the ngp insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated the customer received fa1249 notification and there was damage to the battery cap. No harm requiring medical intervention was reported. Troubleshooting was performed and the customer was informed that use belt clip or coin to open the battery cap. The insulin pump was intact. A replacement battery cap will be provided to the customer. The insulin pump will not be returned for analysis.